Manufacturer narrative:
This report is submitted on april 16, 2021.

Event description:
It was reported the patient experienced infection and purulent discharge at the abutment site. The patient visited the emergency room on (B)(6) 2021, and was treated with oral antibiotics for a duration of 10 days. The implanted device remains.